Manufacturer narrative:
Block e1: initial reporter facility address: (B)(6). Block h6: imdrf device code a020503 captures the reportable event of seal compromised.

Event description:
It was reported to boston scientific corporation that an orise proknife was unpacked on (B)(6) 2025. During the unpacking of the device, it was observed that half of the sealing seal has peeled off. There was no patient involvement in this reported event. No further information has been obtained despite good faith efforts.